Event description:
Reporter indicated that system and normal mode diagnostic tests showed high lead impedance. It was reported that the patient had an "intense episode" of chest pain the previous weekend and the magnet was used to disable the device, an ice pack was placed on the patient's chest, and he was given a "mild angelgesic" due to the pain. The patient's caregiver reported that there was no trauma, patient manipulation or other interactions that could have caused or contributed to the event. X-rays were reviewed by the manufacturer and it was identified that the negative filter feedthrough was not intact. Revision surgery is likely.

Manufacturer narrative:
Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.